Event description:
It was reported that 3 bd safe-clip¿ devices would not clip. The following information was provided by the initial reporter: safe clip not working.

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd safe-clip¿ devices would not clip. The following information was provided by the initial reporter: safe clip not working.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2034001. H4: device manufacture date: 09-mar-2022. Investigation summary: customer returned a safeclip pen needle cutter from lot 2034001. Visual inspection of the safeclip found extensive signs of use in the form of residue and wear to the needle cutter, including fragments of other needles. Attempting to cut a test pen needle found that the safeclip was unable to cut the pen needle, resulting in it being bent as opposed to cut. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the safeclip not cutting pen needles. The most likely root cause of the safeclip not cutting pen needles is significant wear and tear due to use over time.